Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace damaged charging supplies through 2-day shipping.